Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax video scope eg-2990i. In the event reported, it was stated that there was no video image. The anomaly was discovered in the procedure room before use. There was no adverse event reported with this complaint. The device was returned to pentax for further evaluation on service order (B)(4). The device was inspected where the user narrative was confirmed. The inspection findings are as follows: image distorted; light carrying bundle has less than 70% transmission; passed wet leak test; endoscope failed electrical safety test - plct; suction tube resistance; pve electrical connector frame has severe corrosion; passed dry leak test; distal body chip at channel opening at thinnest part; customer complaint confirmed; rubber trim collar nut separate from rubber; mild moisture on pve electrical connector frame; bending rubber severe discoloration; ccd circuit board corrosion; distal body severe deformed; pve electrical pin corroded; ccd wire insulation cut (severe exposed shield wire). The device is in the process of being repaired and will be return to the use upon completion. Parts to be replaced: o-rings and seals; distal end assy with tubes light guide fiber bundle (lcb); adjusting collar; bending rubber; distal attaching plate; segment assy attaching screw; segment attaching screw; rubber trim collar; rl pulley assy; ud pulley assy; suction channel lg; lg cable connector assy pb-free; pcb for ccd drive pb-free. A review of the service history indicates the device was not routinely serviced at a pentax facility. On 06-oct-2021, a device history record (DHR) review for model eg-2990i, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 15dec2008 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. No other information provided with this complaint.